Event description:
On january 5th, 2026 we received the following information from our distributor in israel: "the neurosurgeon drilled up the skull to the stopper. The depth wasn't enough. So he adjusted the stopper height and drilled again. Then he insert the screw again. And tried to change direction and then the bolt broke. He didn't notice that part of the bolt stays in the patient skull after they did CT they saw that. So, at the moment the patient left with the part of the bolt and they decided to left that there at the moment. The patient is okay. No complication regarding that or infection. He didn't took a picture so he drew on the catheter bolt picture attached at the email."

Manufacturer narrative:
Manufacturer statement: an investigation of the complained bolt-drill kit pto was not possible because the product was not available. Thereby, the described error (bolt broke during implantation) could not be reconstructed under laboratory conditions. After requesting the user, it was possible to limit the lots of the bolt-drill kit pto which were delivered to the clinic (batch: p250020238-01). Afterwards, the manufacturing records of the identified bolt-drill kit pto were checked by the supplier. No abnormalities were found. The bolt-drill kit pto left the manufacturing according to specifications. In 2021 tests were performed to determine the breaking strength of the bolt screw ch5. Therefore, pulling forces of 40-60 n (for 60 s) were applied to the bolt ch5. Additionally, lateral forces of 110 n were applied temporarily to the bolt ch5 to investigate whether the bolt ch5 would break. During the investigations no break of the bolt ch5 was possible. The peek material is enabled for elastic deformation. To reconstruct the scenario described by the user, in which the bolt was broken at the lower part, a functional bolt ch5 was fixed on the thread and the test was performed again. During the test, a break of the bolt ch5 could not be reconstructed only an elastic deformation of the peek is possible. During the complaint handling, it was investigated if torsional forces on the bolt ch5 results in a break. Therefore, a functional bolt ch5 was fixed. Afterwards, the bolt ch5 was twisted. This test reconstructs an over screwing by high forces during the implantation of the bolt ch5. After three twists the bolt ch5 was broken. For this test, high forces were needed via suitable tools (for example pliers). The investigation shows that it is not possible to break a bolt ch5 by over screwing at the part of the thread because the bolt always drills into the bone when screwed in. The lower part of the thread does not absorb any torsional forces. Conclusion: in the manufacturing records no abnormalities could be found. A manufacturing mistake can be excluded. A break of the bolt ch5 at the lower part of the thread (described by the user) could not be reconstructed. The investigations show that a bolt ch5 can only break under high forces, thereby this complaint is handled as user error because the precautions and instructions according to section - specific warning- of the instructions for use c96.620 EU_06.20 were not sufficiently observed. " the user must ensure that the polymer screw is not subjected to any great lateral force, especially impacts. Do not use excessive force when turning the intracranial screw."